Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed a scratched lcd lens, peeled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and a loose latch handle. Event history logs were unable to be reviewed due to a constant alarm showing cassette not attached properly. Functional testing was performed and the reported issue was able to be replicated and verified; removal of the dso seal did reveal extensive contamination. The root cause of the reported issue was determined to be contamination of the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a cassette not attached error. Patient involvement is unknown.